Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of device showed top of case broke at front left corner. Battery door is cracked at mounting holes. Motor not running was found during occlusion test. The root cause of the reported issue was normal wear, device was over fourteen years old. Worn out drive train parts. Actions taken to mitigate the reported issue: replaced worm coupling, worm gear, lead screw, and both clutch halves due to old parts. Performed all functional tests which passed. D4: UDI information is unknown.

Event description:
It was reported that motor rate error event occurred. No patient injury reported.